Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The short spinous clamp was returned to the manufacturer for analysis. Analysis found that the retained ting has been pulled from the tip of the adjustment screw of the clamp and is missing. Analysis found that the reported event was related to a physical damage issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that a washer fell off the spine clamp and it was damaged. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification(UDI) and manufacture date provided.